Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on 11/05/2015, there was a loss of connection. No additional event or patient information is available.